Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they received a pump error alarm. They took the battery out and put it back on but then the screen had an open book image with a red x. They had received a critical pump error alarm. The customer¿s blood glucose level was about 456 mg/dl. Troubleshooting was performed. They were unable to rewind the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.